Manufacturer narrative:
Citation: matthew cannata, et al.. Balloon sizing for mitral valve-in-ring in the presence of significant pannus. The journal of the american college of cardiology 18; 18: 2294-2296 2025. 10.1016/j.jcin.2025.05.018 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 70-year-old male patient who underwent mitral valve repair using a medtronic 29mm duran annuloplasty ring. It was reported that post implant, the patient presented to the emergency department with shortness of breath and bilateral lower extremity edema. A transesophageal echocardiography performed noted severe mitral stenosis and moderate mitral regurgitation. It was reported that significant pannus on the annulus and deformation of the duran ring was noted on computed tomography and a mitral valve-in-valve replacement was performed with a non-medtronic transcatheter valve. No further information was provided pertaining to medtronic products.